Manufacturer narrative:
Updated information: g1 MFR contact fax number added.

Manufacturer narrative:
Corrected information has been provided in h3. Placement signal issue: the cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella cp was implanted in a patient for mechanical circulatory support. During support, the device generated alarms for placement signal low and placement signal not reliable. It was noted that these issues were present from the start of the case. The clinical team also reported that the placement signal readings did not correspond with the patient¿s observed cardiac status. Device position was confirmed with imaging. No signs or symptoms of patient injury were reported, and no harm was associated with the event. The device was successfully explanted after weaning. The explant was not considered premature and was unrelated to the reported alarms. The patient¿s outcome at the time of explant was survived.